Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown transmitter issue occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an unknown transmitter issue was confirmed by the findings of a signal loss. A root cause could not be determined.